Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2014 due to patient allegations of pain, stiffness, trouble walking, difficulty sleeping, atrophy of left hip flexor muscle, limp, metal debris, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and indicates that the acetabular cup and modular head were replaced with a cup, head and polyethylene liner during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative note reported no infection; mild fretting and corrosion on the head and taper; bony ingrowth into stem and cup; no osteolysis; no burnishing of head and cup; no sign of edge loading; thickened capsular layer without signs of pseudotumor; trochanteric bursitits; and clear/yellow fluid with no sign of infection during the revision procedure.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2014 due to patient allegations of pain, stiffness, trouble walking, difficulty sleeping, atrophy of left hip flexor muscle, limp, metal debris, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and indicates that the acetabular cup and modular head were replaced with a cup, head and polyethylene liner during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 01217 / 01218).